Event description:
It was reported that balloon rupture occurred. A 10.0 x 20, 75cm mustang balloon catheter was selected for use. During the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured from a pinhole at the middle part. The device was removed using normal method without issue and the procedure was completed with another device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.